Event description:
It was reported that approximately 6 weeks post-implant the right ventricular (rv) lead exhibited acutely diminished sensing and approximately 10 days post-implant it had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.